Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 802). The pt 802 component is responsive to pressure input. However, the measured output differential voltage is outside of manufacturer specifications. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to duplicate the reported issue as the unit displays a transducer fault alarm. The fsr reported the unit fails the exhalation flow transducer calibration tests and provided an estimate of repair to the customer. At this time, the service evaluation is still in progress and no parts have been returned for further evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The issue occurred during pre-use checks; the customer reported there is no patient involvement associated with the event.